Event description:
No additional information.

Manufacturer narrative:
Due to no sample being received for this complaint, no investigation can be conducted. A device history record review for model mxt1003 lot number 24079242 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated t-connector extension set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by the customer that a new lot# 24079242 has been coming apart. Specifically the luer lock hub is detaching because the new lot has a smaller flare compared to the previous lot#s.